Event description:
It was reported to ge that a physicist received an electric shock on the arm of the linac when he was doing repairs on the modular cabinet. Contacts of the k3 relay were stuck and the modulator was powered up. Three relays, including k3, were replaced. The physicist was hospitalized for observation and returned to work a week after the event.